Manufacturer narrative:
The excor blood pump, s/n, (B)(4), was in use by the patient from (B)(6) 2021 (122 days).

Event description:
On 7/13/2021, the site contacted berlin heart inc. Clinical affairs to report that a patient supported in the lvad configuration developed hemolysis. On (B)(6) 2021 the ldh was reported as 739. The normal ldh range for this site is 110-295. In addition, the site reported that the pump was making a crunching noise and the air chamber membrane had an "orange peel" appearance. The patient was clinically stable. The blood pump was fully filling and ejecting. The site decided to change the pump on (B)(6) 2021. The patient tolerated the pump change without event. The hemolysis labs never normalized.